Event description:
There was an allegation of a questionable ca gen.2 (calcium) result from the cobas 6000 c 501 analyzer. The initial result was 73.8 mg/dl. The repeat result from the same analyzer was 9.4 mg/dl. The repeat result on another cobas c501 analyzer was 9.3 mg/dl. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 73362201 with an expiration date of 30-sep-2024. The field service engineer found the rinse mechanism was misadjusted and the squeegee was hitting the cell wall causing splashing and not evacuating the cells completely. He adjusted the cell rinse mechanism and squeegees. The customer ran calibration and qc successfully. The investigation determined the service actions resolved the issue.